Event description:
Event description guidant received information that these chronic implantable leads were surgically abandoned becuase of inappropriate noise which caused the device to charge and defibrillate. The physician suspected lead fractures.